Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2004 explanted: -- product type catheter product ID 8709 lot# serial# serial# (B)(4) implanted: (B)(6) 2004 explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: j11685r58, ubd: 06-jan-2006, UDI#: (B)(4). Product ID: 8709, serial/lot #: *uk6130166, ubd: 06-jan-2006. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving baclofen (unknown concentration or dose) via implantable infusion pump. It was reported that the patient possibly had meningitis and multiple csf (cerebrospinal fluid) leaks. Additional information received from the the healthcare provider (hcp) stated that the csf was cultured which confirmed that the patient did not have meningitis. The hcp reported that the catheter was removed due to csf leaks and the patient recovered without sequela. Additional information received from the consumer (con) stated that they had csf (cerebrospinal fluid) leaks, which was noted to have occurred post a different csf leak. The patient noted that they were in the hospital a lot. The patient reported that another surgeon went in and revised that catheter. Eventually, they moved the catheter. The patient noted that they decided the pressure was too great which was causing the csf leak. Instead of placing the catheter in the upper thoracic area, they had the catheter inserted up around c6 - lower cervical. The patient reported that they have had no csf leaks after that. When inquired about pump drugs at that time, the patient stated "baclofen and morphine - I think. They switched to fentanyl and clonidine later, and later bupivacaine."